Event description:
It was reported that the patient underwent a plif from l3-l4, l4-l5, l5-s1 in which rhbmp-2/acs was used. On (B)(6) 2007, the patient underwent an alif l3-l4, l4-l5, l5-s1 in which rhbmp-2/acs was used. At an unspecified time post-operatively the patient developed peripheral neuropathy in the feet and nerve damage.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2007: the patient was preoperatively diagnosed with previous surgical intervention with lumbar spondylosis, instability, spinal stenosis. Bilateral pars fracture with instability, l5. Severe disc l3-l4, l4-l5 and l5-s1 and underwent the following procedures: microscopic dissection of the spine. Intraoperative fluoroscopy. Open treatment of bilateral pars fracture with instability. Bilateral l3-l4 foraminotomy and decompressive procedure. Bilateral l4-l5 decompression. Bilateral l5-s1 decompression. Posterior segmental instrumentation of the spine utilizing pedicle screws spanning l3, l4, l5 and the sacrum. Posterior and posterior lateral arthrodesis, l3-l4. Posterior and posterior lateral arthrodesis, l4-l5. Posterior and posterior lateral arthrodesis, l5-s1. Bone graft harvest with supplemental bone morphogenic protein. As per op-notes, rhbmp-2 was used in the patient. The patient tolerated the procedure well.